Event description:
(B)(6), received from your office product that is not manufactured by (B)(6), therefore, (B)(6) is returning the complainant product to you. Mobility around implant. When removed on (B)(6) 2024, different implant size placed immediately. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).